Manufacturer narrative:
The investigation of automated impella controller (aic) - false buzzer/ alarm has been completed. The logs from the console confirmed there were numerous suction level alarms issued by the console. During the device analysis, the console's internal circuitry was inspected for any anomalies and no anomalies were found. The console ran from a known good pump and purge for a sufficient amount of time with no anomalies. There was no problem found with the console. It operated to specification. A.1, a.2 and a.3 sections were revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-21844. D.2 revised common device name since the initial manufacturer device report number 1220648-2024-21844 was submitted in accordance with updated procedures. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-21844 was submitted in accordance with updated procedures.

Event description:
The complainant reported that an automated impella controller displayed a suction alarm, any time the support level was set above p2. The failure occurred during preparation with no resulting patient harm.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.